Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion, component code, and h11. Corrected fields: e4. A getinge field service engineer (fse) was dispatched to evaluate the unit. Checked the machine and found the issue with pressure cable external. Replaced the external pressure cable with new one, provided by customer. Checked functionally found ok. Handed over the machine in good working condition.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h11. Corrected fields: h6- medical device problem code.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that during routine check, the cs300 intra aortic balloon pump does not show any ECG or pressure signal. There was no patient involvement and no injury reported.